Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime/test. Unit received stuck in motor error loop during bolus and basal delivery. Unable to perform the excessive no delivery test and occlusion test due to motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 189 mg/dl. Troubleshooting was performed. The device was returned for analysis.